Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se checked the unit for system air leaks by fastening all connections, replaced a compressor printed circuit board (pcb) and fitted a working motor/pump. The se performed extended self-testing on the device and all tests passed. Although requested, the serial number of the ventilator was not provided.

Event description:
It was reported that, while in use on a patient, the 840 ventilator's compressor failed to deliver the required amount of air pressure to warrant ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.